Event description:
It was reported that the patient presented in clinic for routine device check. During device interrogation it was noted that the device did not connect via bluetooth (ble) and the device exhibited a diagnostic anomaly. The device was re-interrogated and ble was reconnected and programming changes were performed to resolve the diagnostic anomaly. The patient condition was stable.

Manufacturer narrative:
The reported complaint of tachy therapy being turned off was confirmed. During the review of the information provided, the tachy therapy was programmed off by the device. The cause of the programming changes was not able to be determined.